Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the elastic bands. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. The excess of slack was removed correctly from the trip wire. It was also noted that the trip wire was secured in the handle assembly and it was rolled in the handle assembly. Additionally, it was noticed that the trip wire was kinked in several locations at proximal section. The suture was in good condition attached to the trip wire and no damages were observed. The ligator head was returned with four bands attached to it and were moved out from their original position. Some bands were caught under other bands, indicating that the device failed to deploy. The ligator head teeth were damage. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The ligator head teeth were bent. This indicates that the component was submitted to tension forces during use and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the kinks in the trip wire could have occurred during the device setup when securing the trip wire in handle slot or when rotating the handle during the use of the device. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the elastic bands. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.